Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. The customer stated they were able to clear the alarm and were able to complete the rewind process. Customer stated performing displacement test and it was passed. Customer stated alarm occurred during basal delivery. Customer was assisted with self test and it was passed. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.